Event description:
Approximately five months after the implantation, the patient developed elevated vad power consumption with alarms. A preliminary review of the log files revealed that the rise in power consumption had started in approximately one week earlier. The patient's relatives reported that he had hemolytic icterus (jaundice). The patient was then admitted to hospital where his vad power consumption was noted to have risen again. Laboratory findings included an inr of 3.1 on medications that included falithrom, plavix, heparin and aspirin (100mg). The patient was started on a heparin infusion and then developed hemolysis. An echocardiogram revealed aortic and tricuspid valve insufficiency. The patient underwent pump exchange in conjunction with a bioprosthetic aortic valve replacement and a tricuspid valve annuloplasty. Intra-operatively, the patient was noted to have thrombus formation on the left ventricular wall. The explanted pump was examined and revealed no evidence of thrombus. As of the date of this report, the patient was reported to be in stable condition and had been transferred out of the ICU. Investigation is ongoing.

Manufacturer narrative:
Device is currently at heartware and evaluation still ongoing. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad® pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that pump met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have cause or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow as well as "high watts" alarms that correlate with the reported event. Independent pathological analysis revealed a compressed thrombus plaque on the ceramic surface of the upper housing and thrombus material on the inferior surface of the impeller. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.